Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. However, the next clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was observed that the tube was bent. The damage to the outer tube could prevent the device from firing properly. It was also found that the clips were out of position and stacking on one another in the channel. The damage to the outer tube most likely caused the ratchet to break and the clips to come out of position and stack on one another. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. Based upon the observed damage, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing properly" was confirmed based upon the sample received. It was observed that the outer tube was bent. The damage to the outer tube could prevent the device from firing properly. It was also found that the clips were out of position and stacking on one another in the channel. The damage to the outer tube most likely caused the ratchet to break and the clips to come out of position and stack on one another. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
The report states: the surgeon has been using this device in the past without problems. Regrettably, he experienced 2 failed devices consecutively in a row with catalog# ae05ml (auto endo5 ml) both devices were unable to clip despite the dr fired 5 to 6 times.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900239 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the surgeon has been using this device in the past without problems. Regrettably, he experienced 2 failed devices consecutively in a row with catalog# ae05ml (auto endo5 ml) both devices were unable to clip despite the dr fired 5 to 6 times.